Event description:
It was reported that the external pulse generator (epg) was not pacing. Also noted, was that the cable was "damaged." The status of the epg and cable is unknown. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) was not pacing. Also noted, was that the cable was "damaged." The epg and cable were returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: product ID 5318d4. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the cable was broken by external force.